Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to remove the battery cover from her onetouch ultralink meter and the meter was also reverting to the set up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2013 (at 11:45am). The patient manages her diabetes with insulin therapy; however, the patient denied taking any action in response to the alleged meter issues. The patient also denied testing her blood glucose with another device. According to the csr¿s documentation, as a result of the alleged meter issues, the patient reportedly developed symptoms of sweating and shaking three hours later and the patient reportedly administered self-treatment of food and/or drink at approximately 4pm. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the alleged issue was resolved with training. The patient refused to have the meter replaced. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.